Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: *please confirm, did two needle needles break during the procedure?=>during the procedure. - when did the needle detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Unk - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). => (B)(6).

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/11/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *please confirm, did two needle needles break during the procedure? Additional information was requested, the following was obtained: - when did the needle detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The needle was actually broken. This even occurred in two packs, it was asked to investigate one pack of them. The details of the doctor name, the procedure and the part are unknown at this time, so it is being confirmed. X-ray was taken in case any pieces were found inside the patient, and no pieces were left inside the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown surgery, when trying to use the needle, the suture was detached from the needle. It was not a control release needle. The product was not used for the patient. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.